Event description:
It was reported that the system would hang and a reboot was required to continue with the case. This indicates a system lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.